Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited high capture thresholds and decreased sensing. The physician reprogrammed the ventricular output. The patient's condition was reported to be good.